Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture, high thresholds and lead impedance warning, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and diminished p waves. The rv lead was revised, the right atrial (ra) lead revision is planned, both leads remain in use. No patient complications have been reported as a result of this event.